Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 410 mg/dl. The customer was assisted with changing the reservoir and infusion set. There seemed to be no bent cannulas or any malfunction to the pump that could have caused the high blood glucose. No further information was provided.